Event description:
The following case study was reviewed in a journal publication. A pt presented with pain and an intraocular pressure (iop) of 48 mm hg 27 days postoperatively. Maximum glaucoma therapy was required to control the pressure. Two weeks later, upon examination, it was noted that the upper temporal haptic was in the sulcus. An area of iris pigment epithelial loss was noted in the region of the upper temporal haptic. A diagnosis of acute haptic-induced pigmentary glaucoma was made. The intraocular lens (iol) was removed uneventfully and a multipiece acrylic, smooth-surfaced iol was implanted in the sulcus. The iop gradually diminished and the angle pigmentation decreased following the lens exchange.